Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). A 2.50mmx15mm nc quantum apex balloon catheter was selected and advanced to treat the target lesion. During second inflation at 15 atmospheres, the balloon ruptured. The device was removed intact. The device was exchanged with a 2.5mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).